Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(6) 2018 indicated the patient had the doctor correct the pump/device that was implanted/put in sideways. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug, dose and concentration not reported via an implantable pump. The reporter stated that a nurse told her that another patient's pump was put in sideways and stuck out. The patient accidently closed the car trunk door on it and ¿had to redo the whole thing¿. The reporter did not know any further details about the patient or event. No further complications were reported.